Manufacturer narrative:
(B)(6). Additional information: batch # m52v2n. Premature sled movement. Conclusion: the ec45a device was received for analysis with no visual non-conformances and with an ecr45g cartridge loaded on the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: did the jaws eventually open? From my understanding it did not. If no, how was the device removed from the tissue? Not known, nor could anyone recall how. What color reload was being used? I was notified that the reload was blue how was the case completed? Only one firing was needed to complete the procedure.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired but would not open. There was only one firing of the device. The device was fired but the jaws would not open. The device was removed and the case was completed. It is not known how the case was completed. There were no adverse consequences for the patient.